Event description:
During a colonoscopy procedure, the physician selected a cook endoscopy acuject variable injection needle. The injection needle was advanced through the endoscope and into position. When the needle extension was attempted, the needle penetrated the outer catheter. The injection needle was removed from the endoscope and another device was used to perform the procedure. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. A visual examination of the needle and outer catheter did not confirm needle penetration of the outer catheter. During our laboratory analysis, the product was advanced through an endoscope that is in a curved position to simulate worst-case scenario. The endoscope used for this simulation has an accessory channel that is 2.8mm in diameter. Upon exiting the endoscope, the needle extended and retracted properly. Evidence that the needle penetrated the outer catheter was not detected. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished good inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for the reported observation could not determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all acuject variable injection needles are subjected to a functional test to ensure appropriate needle extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the device functioned as intended. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.